Manufacturer narrative:
A ge svc rep performed an on-site investigation. The sys was evaluated and an error logs were retrieved fro further study. At this time no conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys was not properly saving pt image data. No pt serious injury or death was reported related to this event.